Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016. Customer's blood glucose was unknown. Customer was hospitalized due to diabetic ketoacidosis. Customer reported of having heart surgery a little before hospitalization. Customer was hospitalized for three days. Customer was wearing insulin pump at the time of hospitalization.